Manufacturer narrative:
(B)(4). Batch #unk. Additional information requested but not received: contacted affiliate: was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? Were there any issues noted with hemostasis during the initial procedure? Did the gen11 display any yellow alert screens during the procedure? If yes, what were the screens. How was the device cleaned during the initial procedure? Where was the bleeding from? (State where) what was the size of the vessel or artery? How much blood was lost? (Cc¿s). How was the bleeding controlled in the 2nd procedure? Was a transfusion required? Was the sales rep present for the procedure? How long has the surgeon been using the harmonic hd device? Was the surgeon in-serviced prior to using the harmonic hd device? Can we get the generator event log? Was the device used on a named vessel (ileocolic, middle colic, right colic)? If yes, was this where the bleeding was? If yes, approximately how lateral to the sma was the vessels transected? How was the bleeding identified? How was the bleeding addressed? What power level was used? Was att used? Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the total blood loss? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post operative hemoglobin and hematocrit? What is the current patient condition? Additional information received: patient¿s pre-op diagnosis: colon transversum carcinoma. Patient¿s actual condition: good. Procedure: complete mesocolic excision. During the procedure the instrument functioned without any issues. The situs was checked for hemostasis before finishing the procedure. The device was used on arteria and vena ileocolica (diameter 4-5mm) with the advanced hemostasis function. The instrument jaws were completely closed on tissue during use of the advanced hemostasis function. After surgery the patient had an event of hypertension. Three hours after surgery an additional surgery was necessary to treat bleeding form arteria and vena ileocolica. The amount of blood loss is unknown. No further information is available.

Event description:
It was reported that after laparoscopic colon resection (right transverse colon) procedure, three hours after post bleeding from the vessel which was issued with the instrument. "Bleeding could stopped in reoperation." "An additional surgical procedure." One device was discarded.